Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observations revealed the jaw-to-shaft pin was protruding out of its intended space. When the trigger was actuated the jaws open but experienced a little difficulty closing. The displacement of the jaw pin contributed to misalignment of the upper jaw, causing the teeth of the upper jaw to make slight contact with the bottom jaw while closing. A sample rubber strip was placed between the jaws and when the trigger was actuated, the jaws bite on the test strip without any gaps. The device was functionally tested with an eiii needle several times and it performs as intended. This procedure was repeated approximately 15 times to ensure continuity of function and no anomalies were noted. It is possible that failure occurred due to a possibility of clamping excessive tissue between the jaws combined with repetitive twisting action which exerts excess side load on the jaw pin, resulting in the jaw pin shearing off from its space. This failure can be attributed to user technique.  A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review of the depuy synthes mitek complaints system revealed one similar complaint of this lot of device released to distribution which was attributed to user technique. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the jaw on the customer's expressew iii without hook would not close. The procedure was completed with another like device with no harm to the patient or delays to the case. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.